Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. This malfunction may have resulted in a possible accidental radiation occurence. The collimator potentiometer ground wire was replaced. The system was tested and is operating as intended.

Event description:
The customer reported a collimator iris pot error message on the 9900 system. No pt injury was reported.